Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the coil was intact with the pusher assembly and offset. Conclusions: evaluation of the returned device could not confirm the complaint. The smart coil was cycled multiple times through the introducer sheath and a demonstration microcatheter without an issue. Therefore, the root cause of the coil not being able to advance through another manufacturer's catheter could not be determined. Further evaluation revealed that the smart coil embolization coil was offset. This type of damage typically occurs due to improper handling during use. If the device is advanced and resistance occurs, damage such as this may occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while the physician was attempting to advance a smart coil out of its introducer sheath and into another manufacturer's microcatheter, it became stuck at the coil and pusher assembly junction and was unable to be advanced any further. It was reported that no resistance was felt while advancing the smart coil. The physician removed the smart coil from the patient and completed the procedure using a new smart coil. There was no report of an adverse effect to the patient.